Event description:
A pt developed a small bowel obstruction in 2006, two days following implantation of the device. The pt was returned to surgery five days later and found to have multiple adhesions to the mesh. The device was excised. No further information was provided.